Event description:
It was reported that via remote transmission, non sustained rv oversensing due to suspected myopotential oversensing was observed. Patient was asymptomatic. Programming changes were recommended.

Manufacturer narrative:
All information provided by manufacturer, no medwatch form was received.